Event description:
Surgical pt had IV catheter placed by crna. There were no problems with insertion; no resistance. Attempts to flush the catheter failed. Upon removal it was noted that the catheter was kinked and the tip had sheared off and surgical removal was required.